Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient via a manufacturer¿s representative (rep). The rep reported that the guidewire created a ¿snap¿ action when it was being steered, so it couldn¿t be steered. The rep reported that it was pulled out of the epidural space and the result was the same, so the hcp asked for another lead and was able to drive that one without issue. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Analysis of the lead (va1udey022) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.